Manufacturer narrative:
510k: this report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with the tfna in question. On an unknown date, the surgeon confirmed that cut-out occurred. On (B)(6) the patient will undergo the removal of tfna and bha surgery. The surgeon commented that he couldn¿t reduce the varus completely, and the blade position was proximal position, and they caused the cut-out. The cut-out was not caused by the products. No further information is available. Concomitant device reported: unk - screws (part # unknown, lot # unknown, quantity #: 1 ); unk - nails: tfna (part# unknown, lot# unknown, quantity 1); unk - end caps: tfna (part# unknown, lot# unknown, quantity 1). This complaint involved two (2) devices. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 2 of 2 for (B)(4).